Event description:
It was reported that a kink occurred. A watchman access system (was) double curve and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During partial recapture of the closure device, a kink to the was occurred. No patient complications were reported. Procedure was completed with another device.